Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high readings issue with the adc freestyle libre sensor. The customer reported a sensor reading of 300 mg/dl as compared to a blood glucose meter reading of 164 mg/dl 6 hours before medical event. The customer reported subsequently experiencing symptoms of seizure and loss of consciousness. A healthcare professional was called to the customer's home, and the customer was diagnosed with hypoglycemia and treated with glucagen. There was no report of death or permanent injury associated with this event.